Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital, (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a burn was noted at the distal end and at the plastic distal end cover. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, the melted distal end and the plastic cover found during the investigation likely due to high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image issue that occurred during inspection for use. There were no reports of patient harm.